Event description:
The following has been reported: "we recently had an event where patient was receiving epi at a flow rate of 7ml/hr, and the pumps stopped on several occasions due to occlusion alarms." Additional info was requested from customer: - epinephrine 240 mcg/ml (50 ml total) in 60 ml syringe - (still trying to confirm brand) - epi was attached via octopus with other infusions - occlusion alarm began 10 mins after starting infusion. Nurse increased pressure to 900 mmhg. Still experienced same issue. - new 240 mcg/ml syringe prepared, switched tubing, and syringe pump. Same issue occurred. - range of epi infusion ordered was 0.01-0.5 mcg/kg/min - still have not identified syringe pumps in use (will continue to query) reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.